Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. An image was provided for review of the device prior to return for evaluation, there is no stent exposure from the sheath and the red shuttle deployment marker is at the front of the handle with the lockwire still in place. 1 x evo-fc-10-11-8-b of lot number c1265269 was returned to cirl for evaluation. On evaluation of the returned device, it was noted that there was no stent exposure from the sheath. The lockwire was in place. The red shuttle deployment marker was at the front of the handle. There were kinks and damage to the flexor near the zip port. There was also damage noted to the zip port. There was resistance felt when deploying the stent which was due to the damage to the flexor in the zip port area. The stent was deployed during lab evaluation and no damage was noted to the stent. The customer complaint was confirmed as the flexor was kinked and damaged. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, a possible root cause may be that the flexor became kinked on insertion into the scope or could possibly be related to patient anatomy. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot c1265269 revealed no discrepancies that could be related to this complaint issue. As per the instructions for use, notes section advises the user of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient and the procedure was finished using another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user advanced the device into bile duct until the desired position. They removed the red safety guard from handle and tried to deploy the stent. But it didn't deploy from the sheath. Withdraw the device and replace new device to finish the procedure. Related device: cook tri series sphincterotome, cook enbd-device; local brand ((B)(6)) non-vascular channel wire they didn't pull safety wire out of delivery handle.